Event description:
The following has been reported: biomed reported: "we had a ticket come in for fk pump serial # (B)(6) stating "pump not working correctly. Wont recognize cartridge and keeps going back into pause". There were no reports of patient harm nor the stoppage of an active infusion with this pump. The set that was used with this pump was also used on a different pump without issue. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (set ID sensor). Upon return, the device was attached to a bracket and powered on. No alarms or errors were observed. An infusion was run on the device and a tubing set misloaded error occurred. The device was opened to inspect for internal damage and perform testing on the set ID. No internal damage was identified. A functional test was run on the set ID and failed. The set ID will be replaced during repair.